Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Product review of the zimmer skin graft mesher serial number (B)(6) by a zimmer biomet certified service repair technician on 16 april 2020 revealed that the test cut could not be performed due to the damaged comb. The ratchet was also stuck on the bottom roll. Repair of the device was performed by a zimmer biomet certified service repair technician on 16 april 2020 which included replacement of the following: comb: pn 06-0018-104-44; bottom roll: pn 06-0018-104-41; bearing (synthetic): pn 06-0018-104-58; vlier ss ball: pn 06-0018-104-48; the device, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It has been reported that the device was snagging skin during a procedure. There was no harm to the patient and delay was about 5 to 7 minutes. An alternate device was used to complete the procedure. No adverse event was reported as a result of this malfunction.